Manufacturer narrative:
The device was returned to olympus for inspection and the customer¿s allegation was confirmed. Additionally, the investigation found that due to the peeling of the glue adhesive from the distal end between the objective lens and c-ring, the watertightness was not maintained. Based on the results of the investigation, it is likely the most probable causes were due to some kind of stress such as damage or deterioration of parts. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation the endoeye flex deflectable videoscope exhibited air leakage from the distal end (watertightness is not maintained due to peeling of the glue between the objective lens and the c-ring. There were no reports of patient harm or patient involvement.